Event description:
A physician reported that during a surgery an ophthalmic forceps did not open. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received by manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The samples are received, with outer blister and cover foil, but without inner blister. The samples show macroscopic signs of damage. The samples show signs of surgery residues. And both are returned in a opened status. The samples were visually inspected with the aid of a photomicroscope with various magnifications. The samples were functionally tested. It was noticed, that the forceps gets stuck in a closed status (it's inconclusive why the forceps get stuck, because the forceps are both totally bent. Its possible that this is the reason why the forceps get stuck). As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. The customers complaint is confirmed. It cannot be determined, how or where the damage to the sample occurred. Therefore, a root cause for the customers reported event could not be determined. However, the damage was consistent with damage that can occur, due to improper handling. The exact root cause for the customers reported event is unknown. Therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed, associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).